Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a dark or blank display was not confirmed; the device was kept under observation for more than 4 working days, and no touch display issue was observed. The equipment was confirmed to be working okay as per olympus standard. The following additional findings were also noted: heavy dust inside the unit, and wire corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their visera elite ii video system center had a touchscreen which would not turn on; the display remained dark. The issue was reportedly discovered during maintenance of the device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.